Event description:
Report from the USA stating that the device was overheating. It is known that the device was not being used during surgery. It was reported that there was no injury or medical intervention related to this event. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device is currently undergoing eval. Once the eval has been completed or if add'l info is received, a supplemental MDR be sent. Ref: (B)(4).